Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a save memory to disk was sent in for review. Upon review engineering found that the da error had been declared and cleared as expected with no affect on the device. Engineering also noted that the shock impedance had exhibited a few low measurements during the first month of implant, but the impedance had since recovered and were within normal range.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a da error. Boston scientific technical services (ts) was contacted and discussed that the da error is a self-correcting bit flip that occurs within the device. No adverse patient effects were reported and the device remains in service.